Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open wounds and sores under the back electrode. There was no alleged device malfunction contributing to the irritation. The patient was diagnosed with butterfly disease by a medical professional. A dressing was also applied to the area and a wound vac consultation was requested. Follow up indicated the irritation improved. Reporting out of the abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open wounds and sores under the back electrode. There was no alleged device malfunction contributing to the irritation. The patient was diagnosed with butterfly disease by a medical professional. A dressing was also applied to the area and a wound vac consultation was requested. Follow up indicated the irritation improved. Reporting out of the abundance of caution. Supplemental report 9/8/2021: submitting report to correct section g4.